Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 27 mg/dl. The customer was treated with food. The customer has been experiencing los blood glucose for 15 years, most recently this pas monday. The customer was advised to speak with health care provider regarding low blood glucose. The customer was advised to monitor pump and transfer back to bayer because she had a software error when she uploaded to carelink on the meter. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with bolus. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.